Event description:
Maude event report rec'd from FDA indicates pt in surgery for lumbar spinal stenosis at l1-l2, l2-l3, l4-l5 and postoperative l3 and l4 laminectomy with posterolateral fusion. Surgeon removed previous pedicle fixation (danek type at l3-4 implanted about 2 yrs ago) and placed synthes allograft spacers at l1-2, l2-3 and l4-5 and synthes pedicle screws t-11 to t5. Post operative report obtained by initial reporter indicated the locking caps would not hold in place in two locations and popped out. Patient to be returned to surgery in approx 10 days and redo and placement of alternative fixation.

Manufacturer narrative:
No investigation could be made, no conclusion could be drawn as no device was returned.